Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire auxiliary cabinet and drawers were not functioning. A field service engineer (fse) performed troubleshooting by unplugging and isolating each drawer during power up, and half height enhanced drawer was identified as the source of the failure. The drawer was removed, and both the controller boards and t-board were found to be inoperative. The t-board was replaced first, but the unit still did not detect it, so both controller boards were replaced. After rebooting, the firmware was updated and the half height drawers were properly configured. Hardware test application was run, the unit was tested, and the customer tested the drawers, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary unit was not accessible. All drawers were failed and displayed the error message device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.